Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they had a revision done because their ins moved. Pt initially made it sound like the revision happened right away after being implanted with the device but pt was still unclear. Patient services (ps) attempted to call pt back to confirm event date and left voicemail for pt to call ps back. Pt called back and confirmed the revision surgery took place on (B)(6) 2021.

Event description:
Additional information was received. It was reported the patient had, had 3 stimulators, 2 inside and 1 outside. Their doctor stated they had all moved. The patient also noted they were not sure if they were supposed to feel electric shocks running in their body and they did not feel it was comfortable. The patient's doctor would not take it out and the patient did not have it on because no one could get it to work. The patient stated they were in awful pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.